Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg has been inoperable since approximately past three years. No further information is available at this time.

Manufacturer narrative:
Corrected data: the device code was erroneously submitted as no device output (B)(4), but should state (B)(4) use of device problem.

Event description:
Follow up information identified the patient had not used the system for over three years. No further intervention is currently planned.